Manufacturer narrative:
The customer conducted troubleshooting with the lactation consultant, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. Customer service sent a replacement pump to the customer. In follow up with a complaint handler on 08/01/2018, the customer confirmed mastitis with antibiotic treatment and indicated that the mastitis was resolved and the replacement pump was working without issue. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was experiencing low suction with her freestyle breast pump, which she spoke to a lactation consultant about. She additionally alleged that she had mastitis in both breasts and was prescribed an antibiotic.